Event description:
Under fluoroscopy it looked like the guidewire was separating at the tip. (Piece of the guidewire was missing). Removed the guidewire and found that some of the coils at the tip of the guidewire were spread apart. Unit was still intact and no ill effects to the pt.